Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain. The breach in aseptic technique was not further described. On the same day as the event onset, the patient was hospitalized for the peritonitis. It was reported that the patient was treated with vancomycin injection 1g loading dose intraperitoneally, fortum injection 5000mg intraperitoneal three times a day (duration not reported) and imipenem 250mg (route, frequency and duration not reported) for peritonitis. The patient was recovered five days after the event onset. It was not reported if the patient was retrained on the proper aseptic technique. Dianeal therapy was ongoing. No additional information is available.